Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker field service evaluated the device and the reported issue was verified and able to be duplicated. It was found that the device had software version -109 installed, and that the user was attempting to run a user test immediately after powering on the device. This is a known issue addressed in the lp15 technical bulletin pc000778 rev at section 5.7. Root cause was determined to be software. The error was cleared and did not return. The device passed functional and performance testing and was returned to the customer.

Manufacturer narrative:
Stryker tech support verified the error was logged with the customer. The customer requested the device be returned for evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.